Manufacturer narrative:
This report is being field under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). Please note that previous medwatch reports for this product may have been submitted for the mfg site medibo medical products (B)(4). As of (B)(4) 2012 that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). A complete investigation was performed by the MFR including a review of the trend of this and similar problems, history of the product involved and investigation into the reported deficiency. Trend review: there is a low trend of these events occurring with tens of thousands of these slings sold yearly and a total of 4 related complaints (one reportable in the abundance of caution because a drop was mentioned: the one investigated here). Problem confirmation and root cause analysis: there appears to be no allegation of deficiency aimed at the lift device. Therefore, this investigation focuses on the role of the sling. It is identified through pictures that although the chest strap serial number was shown, the part that failed is the strap that comes under the lower back. This part is only there for supplemental support and has no weight bearing function. It can be deleted from the sling entirely without compromising safety. The fact it became damaged shows that the intended use as per the sling labeling was not followed. The customer stated that there was a: 'fall a few inches back onto the chair'. However, taking into consideration the part which failed (not bearing weight during normal use, according to IFU), most probably the event was connected with a fast lowering for only few inches which may have resulted in the pt and caregiver stress and dissatisfaction. The device IFU doc# kkx52180m-en indicates multiple times that allowances must be made for obstructions in the lifting process description. Also, it instructs the use of the chest strap. There is no training evidence available for the staff that operated the device. With the info received and the previous investigation stages documented here it appears to us that use error due to lack of knowledge of the IFU has caused the event.

Event description:
It has been reported by the customer: a carer was using a sara plus hoist with a sling to raise the client from a chair and on raising the client, part of the sling detached from the sling body causing the client to fall a few inches back onto the chair. No injuries reported. Sling has been taken out of use.